Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired a "pop" sound was heard. The end of the device was split. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent 07/22/2008. Shaft, cam. Eval summary: the analysis results found that one el5ml device was rec'd with the shaft damaged and the jaws disengaged from the cam. The device was tested for functionality and it ejected the remaining clips due to the condition of the jaws. While no conclusion could be reached as to how the shaft became damaged. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs prior to shipment, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.